Event description:
It was reported that the pt was aware of recall. The surgeon did testing and found it necessary to revise rejuvenate stem and neck. Pt complained of hip pain. We successfully removed this well fixed stem. Severe metallosis was not observed. The adm liner was pristine and the lfit head was still articulating inside the adm liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.